Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via analysis of the submitted log file. The heartmate 3 system controller (serial number (B)(6) was not returned for analysis. From (B)(6) 2026, the log file captured intermittent backup battery fault alarms due to the backup battery not passing the load test. The backup battery did not pass the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The provided information stated that the patient had persistent backup battery alarms despite several self-tests. The system controller was exchanged, and alarms resolved. A root cause for the reported event was not conclusively determined through this analysis. A corrective and preventive action was opened to further investigate this issue. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU, rev. D, heartmate 3 patient handbook, rev. An are currently available. The IFU section 7, entitled ¿alarms and troubleshooting¿ and the patient handbook section 5, entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including backup battery fault. The IFU section 8, entitled ¿equipment storage and care¿ and the patient handbook section 6, entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. Section 2 of the patient handbook, entitled ¿how your heart pump works¿, explains how to properly replace the running system controller with a backup system controller. Section 10 of the IFU and section 10 of the patient handbook, both entitled ¿safety checklists¿ instruct users to regularly inspect their equipment, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported patient presented with an emergency battery fault alarm and it continued despite several self-tests. The plan was to perform a system controller exchange. The event log file recorded a backup battery fault event at 02jun2026 at 17:25:36 with recurrences. This event appeared to have occurred after the system controller attempted a load test. The system controller was eventually exchanged and alarm resolved. No product would be returning.